Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient had lunch and was shopping afterward. While shopping, the patient had a hypoglycemic event. The patient stated they could not function at that time he was not able to get his phone that was right next to him. Emergency medical services was called (ems) was called. When the paramedics arrived, they treated the patient with squeezy glucose frosting, they took a blood glucose reading which was 38 mg/dl and there was no cgm values reported. They monitored the patient´s vitals and took him to the hospital. At the hospital, they evaluated the patient and did laboratory tests; there was no information about the results. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.